Event description:
It was reported that the patient underwent implantable pulse generator (ipg) revision procedure due to an unknown reason. No further information has been obtained. Additional information has been received that the patient was experiencing difficulty charging the implantable pulse generator (ipg) and was doing well postoperatively. The explanted device was not returned.

Event description:
It was reported that the patient underwent implantable pulse generator (ipg) revision procedure due to an unknown reason. No further information has been obtained.